Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the y-site of an extension set broke while in use on a patient. It was reported that the set had broken and was leaking onto the bed. The patient was receiving an infusion of total parenteral nutrition (tpn) and intralipids when the incident occurred. The tpn and intralipids were re-ordered and all the tubing was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.